Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and explant are estimated.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the cervical system was explanted to address the issue. The date of explant is unknown.